Manufacturer narrative:
Product ID: neu_unknown_prog, product type: programmer.

Event description:
Additional information received reported that the cause of the voltage discrepancy between the patient programmer and physician programmer was that the battery needed changing and once it was changed it worked fine. It was unclear which battery was being referred to. It was noted that surgery was done on (B)(6) 2014 with a good outcome, but the surgery appeared to be referring to a different event. See MFR. Report 3004209178-2014-03521 for information about a surgery the patient had on (B)(6) 2014.

Event description:
It was reported in (B)(6) 2013 the patient¿s therapeutic voltage was at 1.8v and on the day of report the voltage was set to 2.2v. It was stated the patient did not change the voltage on their own. It was noted the patient programmer read 1.8v but the clinician programmer read 2.2v. It was stated the patient was instructed to change the batteries in the patient programmer. It was noted imaging would be performed.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# va04d32, implanted: (B)(6) 2012, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).